Event description:
Following bypass surgery, the device was used with internal paddles in an attempt to administer a shock to a pt to convert ventricular fibrillation. The device was charged to 10 joules and allegedly failed to discharge switch was pressed. Several attempts were made but allegedly failed. A backup set of internal paddles was made available and used to successfully convert the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction. There were allegedly similar complaints of failure to discharge reported to the hosp biomedical engineering staff in 1994, 1995 and 1997. No details were provided regarding the earlier events.